Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 488 mg/dl. While troubleshooting, the customer stated that she did not experience any symptoms related to her high blood glucose. The customer treated the high blood glucose with 3 units of insulin. The customer had changed out the infusion set and reservoir. The customer stated that the drive support cap appeared normal. The customer found about twenty air bubbles present along the tubing of the infusion set. The insulin pump passed the higher pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the infusion sets and reservoirs would be replaced. The customer did not return the product for analysis.